Event description:
This is filed to report recurrent mitral regurgitation. It was reported on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, a posterior prolapse, and flail. One clip was successfully implanted, reducing mr to a grade of 1. The following day, the patient¿s clinical condition returned to baseline and transthoracic echocardiography (tte) showed the mr had returned to a grade of 4. It was noted the clip was stable on the leaflets, but residual mr was medial to the clip. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported dyspnea and the reported mitral valve insufficiency/ regurgitation (recurrent mr) could not be determined. The reported patient effect of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.